Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported output issue and subsequent delay remains unknown.

Event description:
During a supraventricular tachycardia procedure, an output issue occurred causing a procedure delay. When switching from voxel mode to navx mode, it was noted that the catheters were not connected. The dws and the ensite x amplifier were restarted multiple times, but the issue persisted. The prs cables were disconnected, and the following error message was displayed: "there is a magnetic disorder. Amplifier needs to restart". The ensite x amplifier was restarted, and the issue was resolved. There were no adverse consequences to the patient.